Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, small grasping retractor instrument. There was no further information available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small grasping retractor instrument was checked prior to use. The issue was identified after procedure during central processing. There was no fragments fell in the patient. The procedure was completed robotically with the instrument. There was no procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cables segment that contains the crimps were missing from clevis.

Event description:
Refer to h10/h11 for follow-up information.